Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported that and exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp), performed for treatment of choledocholithiasis on (B)(6) 2024. A few minutes into the procedure, the image flickered on and off until it finally shut off and the image was completely lost. The scope was unplugged/plugged back in, the processor was turned on and off, but the image would not restore. The procedure was completed using a reusable scope. There were no patient complications reported.